Manufacturer narrative:
Additional information has been requested and if available it will be submitted in the supplemental report.

Event description:
It was reported that, "circulating nurse opened sterile packaging and noticed a hole in inside packaging. It was passed to surgeon before hole was noticed, therefore, some blood on packaging. As a result we used a different head."